Event description:
It was reported that the pt was found deceased in his automobile in 2006. The cause of death is unk. The device was found to be in hardware reset. Field info also notes high lead impedance reported during a follow-up visit on 01/23/2006.